Manufacturer narrative:
Qc performed prior to the event was within specifications. Qc ran just after the event using the original reagent lot # recovered at 0.00miu/ml. Per customer, the reagent inventory showed there were 6 tests remaining in the pack. The customer loaded a new reagent pack and rerun qc; the results were within specifications. System check performed on 09/20/05 was within specifications. The sample was collected in a glass serum separator tube and sampled from the primary tube. The reagent pack was not saved to be evaluated by beckman coulter. Service summary (post event): a field service engineer (fse) was dispatched to the customer lab. The fse reviewed archive data file and confirmed that tbhcg pack (initial lot#) was in the instrument's inventory. The fse verified that the original reagent pack was loaded in a correct reagent carousel position, but stated that the pack count was at 6 tests and the reagent well within the pack was "foamy". The fse performed qc with the original reagent pack lot # and obtained, as customer, a 0.00miu/ml value. The fse then loaded the new reagent pack and re-tested qc; the results were within specifications. The fse verified that the instrument was operating within specifications. The root cause of the event is unknown and unknowable. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding false negative (-) total bhcg (tbhcg) results on a single patient sample tht were generated by the synchron lx I 725 instrument. The customer ran patinet sample for tbhcg and obtained results of 1mlu/ml. The patient oriiginal sample was re-tested twice for tbhcg and both results were 0mlu/ml. The customer loaded a new reagent pack (different lot#) on the instrument and re-tested the patient original sample for tbhcg four (4) times: the tbhcg results wre: 185 mlu/ml, 189mlu/ml 191mlu/ml, and 187mlu/ml (listed in order as they have been tested). The customer sent the patient sample to beckman coulter for in house testing. The beckman coulter results were: 202.3mlu/ml (neat), 214.1mlu/ml (dilution of 1:2), and 224.9mlu/ml (dilution of 1:5). The customer indicated that there has been no change to patient treatment attributed to or connected with this event.